Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
(B)(6). Manufacturer year 2009. The phacoemulsification machine was examined and tested at the customer location by a j&j field service specialist (fss). The fss replaced the max drive printed circuit board assembly (pcba). The fss performed a field service checklist. The system was verified for all modes of operations. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a field service evaluation of whitestar signature console, a johnson & johnson (j&j) field service specialist (fss) reported visible smoke from the printed circuit board. Initially, the fss was at the site location due to the account reported a 605 not tuning handpiece error. The visible smoke was observed during maintenance and did not occur during procedures. There was no patient contact and no patient injury reported.

Manufacturer narrative:
In initial report, the manufacturer year provided was inadvertently reported as 2009, however the correct date is (B)(6) 2010. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.